Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged and perforated the patient. High rv thresholds were also observed. Surgical intervention was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was not tested against the field allegations and no analysis was performed as there was no accompanying physician damage noted with the lead.